Event description:
It was reported by service report that the footboard is cracked with sharp edges and areas where fluid could ingress. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Footboard.